Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The metal tip on the loss of resistance syringe leaked when used. The anesthesia provider noticed the metal tip appeared damaged. Another pack was used to complete the procedure. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe tip was damaged. The customer returned one glass lor syringe and lidstock ((B)(4)). The returned syringe was visually examined with and without magnification. Visual examination of the syringe revealed the metal tip appears to be damaged. The tip is cracked and appears to have been pried away from the glass surface of the syringe. Also, blemishes can be seen on either side of the cracked metal tip which appears to be tooling marks ((B)(4)). No visual defects or anomalies were observed. Functional testing was performed on the returned syringe using the lab leak tester (c05327) per the parameters in amrq-000128 rev. 3, section 7.2-positive pressure leakage. Water was aspirated into the syringe and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was. Other remarks: tested at 10psi for 10 seconds. A leak was detected between the metal tip and bottom of the barrel specifically where the tip was damaged. Nonconformance, 40008679, have been initiated to further investigate this complaint issue. The reported complaint of the lor syringe being damaged was confirmed based on the sample received. Visual examination of the returned sample revealed the metal tip is damaged. Functional testing revealed the lor syringe was found to be leaking between the metal tip and bottom of the barrel specifically where the tip was damaged. A device history record review was performed on the lor syringe with no evidence to indicate a manufacturing related issue. The lor syringe is a purchased part. Therefore, the potential root cause of this issue is supplier related. A nonconformance, 40008679, has been initiated to further investigate this issue.

Event description:
The metal tip on the loss of resistance syringe leaked when used. The anesthesia provider noticed the metal tip appeared damaged. Another pack was used to complete the procedure. The patient's condition was reported as fine.